Event description:
Boston scientific received information that this lead exhibited a single shock impedance of <20 ohms.

Manufacturer narrative:
Technical services recommended performing a low and maximum energy shock to evaluate the integrity of the system. As of today this recommendation has not been performed. The physician elected to monitor the patient via the latitude remote patient monitoring system. Additional information has been provided that this is a device specific issue, not a lead issue.